Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015; date of follow-up report : 01/11/2016. One used ls1037 was received for evaluation and the reported issue was confirmed. Evaluation of the device found no external defects, but did identify that the handle ski was warped, preventing the device from latching correctly. Review of the device history records for this lot found no entries that could have contributed to this issue from the manufacturing process. The investigation could not determine the root cause of the customer¿s report, and no trend is associated with this complaint.

Manufacturer narrative:
(B)(4). Date of initial report: 12/16/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the ligasure device would not open after initial use. The device was removed without further issues or patient injury.